Event description:
It was reported that information was received from a patient regarding an external device. The patient reported they were having issues with the controller. Patient stated they would charge the implant to 100% and within a half hour the implant battery would be completely depleted. Patient also stated the controller would turn the stimulation off on its own. Patient said the issue was sporadic and one time they woke up in the morning and went to checkthe controller and the controller said software issue. Patient mentioned they get the feeling their back hurts a little more then they look at their controller and see software issue stimulation is off. When asked for event date, patient confirmed the issue began about a month ago. Agent instructed patient to check for damage; no visible damage to controller compartment pins, li battery pack pins and controller port. Patient unlocked controller and controller showed 80% and implant 70%. Agent asked and patient denied any recent falls/trauma. Patient was able to increase stimulation on call. Agent advised patient to monitor the issue, take a picture of the message and call back if the issue persisted. Software problem conti nuously appearing even without the recharger plugged in. Ptcalled back in and reported that their issue was on going. Pt stated that their controller had shown them a message about having issues recharging. Pt stated that the controller had a software message appear even without the recharger inserted and just appeared randomly when they attempted to increase stim as they were experiencing back pain. Pt stated another time the controller battery rapidly depleted. Pt met with their manufacturer representative to have the controller replaced. Agent sent a request to repair to replace the controller.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.